Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Symptoms reported include dka, hyperglycemia, itching on the patient¿s chest, and nausea. The patient was treated with intravenous fluids. The patient was released the same day. The patient replaced the pod before arriving at the hospital. The patient has discarded the pod.